Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that distorted light was exiting the connector face, indicating an internal connector fracture, in addition to burn marks. The aiming beam was also dim. The reported allegation was confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The observed condition of distorted or no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the connector face. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was not firing when it was inside the patient during the percutaneous nephrolithotomy procedure. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified a fiber break.